Event description:
On (B)(6) 2013, the lay user/patient¿s daughter contacted lifescan (lfs) (B)(4) alleging that the patient¿s onetouch ultraeasy meter displayed an ¿error 4¿ and ¿error 5¿ message. The complaint was classified based on the customer service representative (csr) documentation, since the reporter was unable to answer additional questions during a follow-up call. The patient¿s daughter reported that both error messages began to appear on an unspecified day in (B)(6) 2013. It is not known which error message appeared first, nor is it known if the error messages appeared intermittently or consistently. The reporter stated that the patient manages her diabetes with insulin (self-adjuster). It is not known if the patient made any adjustments to her usual diabetes management regimen when she obtained the error messages with the subject meter. The patient¿s daughter reported that on (B)(6) 2013, approximately 2-3 weeks after error messages began to appear, the patient developed symptoms of vomiting, losing consciousness, and felt cold and clammy to the touch. It is not known when the patient had last checked her blood glucose prior to the onset of symptoms. The reporter stated she contacted emergency services and prior to the paramedic¿s arrival she gave the patient 1 ½ glucose tablets. It is not known if the paramedic¿s checked the patient¿s blood glucose when they arrived. The patient¿s daughter stated the patient was taken to the hospital and admitted into ICU. The patient was hospitalized from (B)(6) 2013 till (B)(6) 2013. The reporter did not provide diagnosis for hospital admission, nor is it known what treatment the patient received during her hospitalization. At the time of troubleshooting, the csr noted that the alleged error messages remained unresolved. Replacement products were sent to the patient. This complaint is being reported because the patient developed signs/symptoms suggestive of a serious injury after the alleged meter began to display the error messages. In addition, the alleged error messages remained unresolved at the time of troubleshooting.

Manufacturer narrative:
Follow-up # 1 (01/31/2014)-device evaluation: the test strips involved with this complaint have been returned on (B)(4) 2014 and evaluated by product analysis (pa) on (B)(4) 2014 with the following finding: the test strip passed testing with no faults found. If lifescan obtains additional information regarding this complaint, a follow up report will be submitted. At this time, lifescan considers this matter closed.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.

Manufacturer narrative:
Follow-up # 2 ¿ (02/28/2014), the patient¿s meter has been returned and evaluated by lifescan product analysis on (B)(4) 2014 and (B)(4) 2014, respectively, with the following findings: the meter passed all testing with no faults found. The reported issue could not be confirmed. If lifescan obtains additional information regarding this complaint, a follow up report will be submitted. At this time, lifescan considers this matter closed.